Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit with a blood glucose (bg) level of approximately 1197 mg/dl and high ketones identified as dangerous. Customer had attempted to self-treat elevated bg via a correction bolus. Customer was treated with intravenous fluids of saline, insulin, potassium, sodium, and antibiotics which resolved the issues. Reportedly, the customer's "heart shut down" and a defibrillator was used which resolved the issue. System check with tandem technical support confirmed that the pump and related supplies were functioning as intended. Healthcare professional identified that the customer did sustain permanent brain damage, right side numbness, and memory loss. Reportedly, the customer was released from the hospital on (B)(6) 2021.